Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dr board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 endoscopes was observed due to defective dr board. The probable cause of the defect was caused by normal wear and tear or customer¿s handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with q chips. In addition, there was a problem with the 180 series endoscopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event